Event description:
The customer reported that the system was not saving patient images (data loss). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. As a precaution, the system software and calibration files were reloaded. The system was tested, found to be working as intended and returned to service.